Event description:
It was reported that, "adm cup was impacted. Impactor handle didn't release cup. After a few attempts handle removed. Doctor trailed insert and head twice and cup was loose. Cup removed and doctor re-reamed acetabular deeper. Doctor reimplanted cup. Doctor felt it was unstable. Cup removed psl cup with screw holes placed and two screws placed."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.